Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product or data logs returned. Hemolysis/mechanical interaction with blood: clinical details mention that the patient was having hemolysis due to cp position. The pump was repositioned under echocardiogram guidance and hemolysis resolved. The root cause of the hemolysis was use related to improper positioning as the hemolysis cleared up after repositioning the pump from the provided clinical details. Device in wrong position: clinical details mention that the patient suffered from hemolysis due to the pump's position, which resolved after the pump was repositioned. The root cause of the device being in the wrong position was not determined due to insufficient clinical details and unreturned product. Device history review: the complaint pump passed all post sterile inspection checks.

Event description:
The user facility reported a 76 year old female was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient was having hemolysis due to cp position. Impella was repositioned under echocardiogram. Patient did require 4 units of blood to increase hgb, platelets, and help with volume status. Impella sites and all access sites show no evidence of bleeding or hematoma.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.